Manufacturer narrative:
Additional discrepant results provided by the customer are as follows: the initial result was 9.94 ng/ml. The repeated result was 4.16 ng/ml. The initial result was 14.50 ng/ml. The repeated result was 7.91 ng/ml. The initial result was 16.90 ng/ml. The repeated result was 13.30 ng/ml. The initial result was 16.10 ng/ml. The repeated result was 10.80 ng/ml. The initial result was 12.10 ng/ml. The repeated result was 6.59 ng/ml. The investigation found the last calibration was performed on (B)(6) 2021, the provided calibrations signals are higher than expected. The qc recovery had a result outside 2sd and was unacceptable. The field service engineer performed performance checks and all checks passed. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys troponin t hs results for three patient samples with the cobas e 801 module. Sample ID (B)(6). The initial result was 12.80 ng/l. This result was reported outside of the laboratory and questioned by the doctor as it did not meet the clinical picture of the patient. The repeated result on another line was 4.12 ng/l. Sample ID (B)(6). The initial result was 13.30 ng/l. The repeated result on another line was 2.90 ng/l. Sample ID (B)(6). The initial result was 12.30 ng/l. The repeated result on another line was 15.50 ng/l. It is unknown if these questionable results were reported outside of the laboratory. The reagent lot number was 52368501 with an expiration date of 30-nov-2021.